Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to diabetic ketoacidosis and a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2026 with no permanent damage. Reportedly, a cartridge alarm occurred during the load sequence. Reportedly, the customer reverted to manual injections for insulin therapy.